Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced an infection at the abutment site. A wound culture returned positive for staphylococcus aureus. Subsequently, the patient was treated with oral and topical antibiotics. The wound has reported to have improved, and clinical management of the patient is ongoing.